Event description:
Caller reported that pump was not charging and did not have the pump at the time of the call. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.